Event description:
About a week ago, the pt was playing with her friend's (B) (6) son and he punched her in the abdomen while they were playing. Following that, after the stimulation was on for about 20 minutes, the pt began feeling an intermittent stabbing pain at the implantable neurostimulator (ins) site that went around her side. The pt also experienced stimulation in the wrong location; most of the pt's pain was in her left leg; she was feeling stimulation in other parts of her body. Impedance measurements were normal. Palpating caused the stimulation to change; when palpated, the area was tender and she had a burning sensation. The pt was receiving effective stimulation; no reprogramming was done. The pt was being referred to an implanting physician. It was noted that the pt reported losing 20 pounds in two weeks and that may be contributing to some of her discomfort because she was very thin. They were considering a small ins. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).